Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation as one of the gripper arms was initially unable to lower as the gripper cover was caught in the harness. The collet was observed to be broken, frictional elements were bent, material protrusion of the mandrel was noted, and the release crimper was noted to be loose. The clip was observed to be unable to close. After the lock lever was advanced to lock the clip, the harness released the gripper cover and the gripper arm could then be lowered. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. The observed product quality problem was due to the gripper cover getting caught in the harness. The observed bent frictional elements, broken collet was related to the troubleshooting attempts to actuate the gripper therefore due to procedural conditions. The observed material protrusion of the actuator mandrel and the observed clip actuation issue was related to the loose release crimper. The observed loose release crimper is related to a potential product issue (the gripper cover getting caught in the harness). Based on the information reviewed, a potential product issue was identified due to the observed gripper cover getting caught in the harness, resulting in the gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with grade of 3. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. During identifying gripper orientation, the posterior gripper did not lower. Trouble shooting measures were performed, but the gripper did not lower. It was decided to withdraw the cds and use a new cds. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.